Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result, above the ami cut-off, generated by the synchron lx I 725 clinical system for one patient's sample. A result within the risk stratification range was obtained upon repeat analysis. The high result was not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The sample was drawn into a plastic bd lithium heparin tube with gel. The specimen was centrifuged at 3,600 rpm for 5 minutes. Two levels of qc resulted within established ranges on (B)(6) 2010. A system check performed on (B)(6) 2010 resulted within specifications. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm). The fse verified repair per established procedures and results met published performance specifications. Sample handling was discussed with the customer. A root cause for this event was not determined.